Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It was reported that the device fractured at an unknown time and place. All the pieces were received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as returned product was fractured. Visual examination concludes that the returned part exhibits signs of repeated use and has fractured medial side. Device history record was reviewed and no discrepancies were found. Investigation into this issue determined that the likely reason for the tasp fractures is bending/torsional loading on the device. Tasp components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.